Event description:
The customer reported that the system would lock up when the cine playback function was used. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced and performed. The system was tested and found to be working as intended and put back into service.